Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient presented to an outside hospital's emergency room due to an acute onset of left upper quadrant (luq) abdominal pain and chest pain. The patient's inr was 1.25. The patient was transferred to the implanting center for further evaluation via ambulance; an unspecified lvad alarm sounded while en route. Upon admission, the patient was hypertensive and received IV hydralazine. While getting labs drawn, the patient's lvad precipitously alarmed "pump off." Upon assessment, the patient was not in acute distress, was neurologically intact and followed commands appropriately. The patient was in atrial fibrillation with a rate in the 130-140s and there were palpable distal pulses. The patient's oxygen saturation was 95% on room air for which nasal cannula oxygen at 2l was started. On auscultation, the vad mechanical hum was absent, confirming it was off. The patient subsequently developed recurrent luq pain and severe left shoulder pain, at which time their breathing was a bit labored although with stable oxygen saturation. The patient was administered pain medication which provided minimal relief. The troponin level was elevated on admission at 0.1ng/ml, the inr was subtherapeutic at 1.2 and the lactate dehydrogenase was 617 u/l. A chest x-ray revealed mild pulmonary edema. The patient was electively intubated and a transesophageal echocardiogram showed the lvad was not operational. There was evidence of minimal flow at the inflow and outflow cannulae and evidence of a left aortic thrombus. The left ventricular ejection fraction was critically decreased at 12%. Aortic leaflet mobility was not significantly reduced, there was trace mitral regurgitation and mild tricuspid regurgitation. The system controller and power source were changed with no success in starting the pump. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The report of thrombus was confirmed during the evaluation of the returned pump. Examination of the outlet elbow revealed a deposition of loosely clotted blood mixed with grainy denatured blood. Upon disassembly of the pump, depositions of soft and grainy denatured blood as well as hard denatured blood were found throughout the body of the pump, occluding the blood flow pathway through the inlet and outlet stators and surrounding the entire rotor body. The hard depositions around the body of the rotor and surrounding the inlet bearing cup and outlet bearing ball were strongly adhered to the blood-contacting surfaces. All of the observed depositions appeared to have developed as a result of poor surface washing due to a low flow situation or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. The depositions would have contributed to the reported increase in the patient¿s lactate dehydrogenase level and caused increased rotor drag, resulting in the cessation of the motor and the reported alarms. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis, hemolysis, and cardiac arrhythmia are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.